Manufacturer narrative:
The company rep was able to replicate the customer reported event. The company rep also observed fluids were draining slowly after system message "draining cassette - please wait" was received, and that sometimes the system drains properly and other times it doesn't. A review of the system's event log was able to confirm the reported event of intermittent aspiration during vitrectomy mode. System message "unable to aspirate - please turn on infusion" was observed several times while the customer was in vitrectomy mode. However, it is unclear if this system message was generated while infusion was on or induced by the customer by having infusion off and attempting to use the vitrectomy function. No sample was returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate 1 similar report for this system. The root cause of the customer reported event is unk. (B)(4).

Event description:
A surgeon reported that during surgery, there were intermittent deficiencies of the aspiration while in vitrectomy mode. There was a 30 minute delay, and the surgery was completed with the same equipment. There was no harm to the pt.